Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. A fracture was suspected, but not able to be confirmed as x-rays were inclusive. A revision procedure was performed where the rv lead was explanted and replaced. The crt-d remained in service. No additional adverse patient effects were reported.